Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that intermittent occlusion alarm occurred. As the event occurred in the past, customer was unable to provide and additional information regarding the occlusion issue. Customer's blood glucose level was approximately 200 mg/dl.